Event description:
After the device stopped functioning the patient experienced skin maceration and redness. The areas of redness then became ulcerated.

Event description:
It was reported during npwt for femoral post-op dehiscence utilizing a pico, the device stopped functioning on the fourth day of the treatment. Due to the issue, the patient had skin irritation, now recovered.